Event description:
Hosp called requesting in-service training because they had experienced extravasations. The pt was in the hosp for a chest study for a physical examination protocol. The location of the extravasation was in the right hand and involved about 75cc of omnipaque 300 contrast. The pt was sent to surgery for debridement and plastic surgery.